Event description:
Patient reported unknown side "lump on breast which was painful but non cancerous" and right side rupture. Healthcare professional reported right side removal due to textured product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation, wear abrasion, red and black particles. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no openings or issues related to rupture device were observed. No issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side removal due to textured product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side "lump on breast which was painful but non cancerous" and right side rupture. Device remains implanted.